Event description:
It was reported that "8 x 25mm avs pl 4 degree broke during insertion into patient. Cat # 48345084 lot# 55801. Implant was retrieved from patient. New implant was inserted."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.